Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported." (B)(4). Examination of returned device found no evidence of product non-conformance and confirmed reported condition. Root cause of the event was most likely attributed to torsional overload while attempting to tighten the screw; however, a conclusive root cause of the event could not be determined. Additional event for this patient reported on medwatch number 1825034-2016-01466.

Event description:
During a procedure, the instrument fractured while tightening the screws and attaching the extractor plate. The patient did not retain any pieces.